Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, mildly calcified, de novo lesion in the mid circumflex coronary artery. The patient presented with st elevated myocardial infarction (stemi). Pre-dilation was performed with a 1.2x8mm balloon. During advancement of the 2.5x38mm xience prime stent delivery system (sds) the vessel became occluded with thrombosis and the stent could not cross. The patient went into cardiac arrest and received CPR; however, the patient died. The cause of death was reported to be due to the occlusion and subsequent cardiac arrest. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; however, the failure to cross and treatment appears to be related to circumstances of the procedure. The reported patient effects of thrombosis and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.